Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of pain at their scar for the implant and thought it was because of the humidity. Patient services recommended decreasing stimulation to see if that got rid of some of the pain. The patient stated they didn¿t want help over the phone to decrease it because they were going to exercise and they knew how to do it. The patient mentioned they used ointment on the scar and that seemed to help the pain. The patient was redirected to their healthcare provider to determine the cause of the pain. Patient restated the issue that was previously reported. Patient reported they had pain at the incision site where she felt the bump of the implant. Patient reported the pain like episiotomy scar pain she had in a previous pregnancy. Patient reported the scar hurts a little. Caller reported having a pre-existing back pain, however the back pain intensifies the pain at the scar. Caller reported seeing her primary care physician who confirmed there was no infection, and prescribed her either tylenol or tramadol, currently patient was on tylenol every 4 hours, but she was tired of that. Caller reported that the therapy was so successful that she would not want ins taken out to alleviate the pain, but caller did not think she should have to wake up with pain every morning. Caller was redirected to the healthcare professional (hcp) to assess pain. Additional information was received from patient reporting an update to the previously reported information. They stated that their ins site was still sore with a lot of pain. Patient saw their healthcare professional (hcp) about 3 weeks ago and received some pain pills however they haven't helped the pain at all and now they were experiencing constipation from the pills. Patient was advised to follow up with their hcp for medical direction. Additional information was received. Health care professional reported the actions/interventions taken were that the device was turned off. Additional information was received from the patient. Patient was asked if any further steps were taken to resolve the pain at the ins site, the responded they could not afford reverse procedures so they were on pain pills. Additional information was received from a consumer indicating that the patient¿s device didn¿t last the 5-7 years, it lasted less than 2 years and the pain was excruciating. The patient stated that their healthcare provider turned their device off and put the patient on pain medication, however the pain medication wasn¿t helping. The patient stated they may go the emergency room by ambulance. The patient also reported that the device had not yet been removed, but they wanted it removed. The patient was redirected to their healthcare provider and noted and appointment on friday and they would discuss options. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They were asked the cause of the device lasting less than 2 years and they responded, no, the patient required and MRI for back pain. They were asked the actions taken to resolve the issue and they reported the device was removed on (B)(6) 2019. It was reported that the device had been returned to the manufacturer.